Manufacturer narrative:
Date of report received: 10 jun 2019. MFR received date: 14 may 2019. The customer confirmed the reported pressure accuracy issue. The customer reported that they tested the unit using the criteria in service manual revision j. Utilizing criteria found in service manual revision k the unit was successfully tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator failed the pressure accuracy test (pvt test 4) at the zero cmh2o setting.there was no patient involvement.